Manufacturer narrative:
No unresponsive button was noted. All of the buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's up and down arrows had become unresponsive. The customer stated that this issue had become progressively worse over time. Blood glucose level at the time of the incident was 185 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.